Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported blood glucose results of hi, which on the system indicates a result in excess of 33.3 mmol/l, 1.2mmol/l and a 9.8mmol/l all within 10 minutes of each other. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.